Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection noted scratches on the device case and header; the seal plugs were intact and the set screws operated normally. The device battery monitoring voltage was 2.905 volts with an estimated operating power level of 29.3 mw while the device reported usage of 116.0 mw. Review of device memory noted a pattern of increasing power consumption. Automated testing was performed confirming therapy remained available. Further testing isolated a high current condition within an internal capacitor causing current leakage and the observed increase in power consumption. Laboratory analysis confirmed the reported clinical observation of premature battery depletion.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion. A revision procedure was performed wherein the device was explanted. No adverse patient effects were reported.